Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) of 463 mg/dl to a value displayed as "high" (specific value not provided) and a trace ketone level. Customer delivered a bolus prior to hospitalization in attempt to resolve the reported issue. Customer was treated with intravenous fluids of saline, insulin and possibly sodium. Customer was released on (B)(6)2024 with the issue resolved and no permanent damage. The cause for the reported issue was unknown. System check with tandem technical support confirmed the pump was functioning as intended.